Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the 8mm harmonic ace instrument needed to be replaced after reducing the pressure on the tool head. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was broken outside of the patient. There was no fragment fall into the patient. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.406" from the base. The broken piece was not returned. Components adjacent to the broken blade do not show damage.